Event description:
It was reported that the itrax 3500l would not shut down or recognize attached transmitter. No patient injury reported.

Manufacturer narrative:
A ge rep replaced a back ordered failed transmitter cable. The system was tested and found to be working as intended and placed back into service.